Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.

Event description:
Device 3 of 3. Ref MFR report # 1627487-2013-00532 and 00533. It was reported the patient ((B)(6)) experienced a sudden loss of stimulation. An x-ray revealed a disconnection within the patient's scs system. It is unknown whether the disconnection is at the ipg- extension connection or the extension-lead connection. The patient denies experiencing any traumatic event which may have attributed to this issue. There are no immediate plans for invasive intervention.